Event description:
Caller reported pump switched off without any error message; can be restarted with a new battery. No adverse event reported. Caller declined to return the alleged pump. No product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.